Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable high ise indirect na, k, ci for gen.2 results for multiple patient samples. Of the data provided for two patient samples, only the sodium results were discrepant. Patient 1 initial result was 176 mmol/l and the repeat result from another cobas 6000 c (501) module was 143 mmol/l. The erroneous result was reported outside of the laboratory. The repeat result was believed to be correct. Patient 2 initial result was 162 mmol/l and the repeat result was 134 mmol/l. The erroneous result was not reported outside of the laboratory. This patient was (B)(6) year old female with birth date of (B)(6). The patients were not adversely affected. The sodium electrode lot number was f51. The expiration date was 06-jan-2019. The field service representative found there was a fluidic failure and replaced the vacuum diaphragms, ise probe, and sample probe and cleaned the ise waste path and valves. He ran diagnostic checks and precision testing. The customer completed setup and ran qc which was acceptable.

Manufacturer narrative:
The field service representative found there was an issue with the rinse tubing which was replaced. The customer confirmed there were no further issues.